Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "mid-term review of adept metal-on-metal hip prosthesis. Functional, radiological and metal ion analysis" written by james g. A. Plant, gareth h. Prosser, ben j. Burston, stephen j. Edmondston, and piers j. Yates published by open journal of orthopedics, 2014, 4, 38-43 published online february 2014 was reviewed. The article's purpose: "we present our early mid-term experience of the adept metal-on-metal system which has both modular and non-modular hip options." Depuy products utilized: adept modular system (resurfacing & tha), corail stem for thas in conjunction with mom adept system. Adverse events: neck thinning and neck fractures (qty 3) for resurfacing patients (treated with revision to stemmed implants), stem with lucent areas revised with "note to have subsided"(noted that this was treated with revision), elevated cobalt levels at 178 nmol/l - standard level to be below cobalt 119 nmol/l and chromium 135 nmol/l), heterotopic ossification (no interventions provided and no functional impact to patient), mispositioned cups (inclination ranges between 23 and 53 degrees). The article provides inadequate information to determine accurate quantities as a patient may experience more than one adverse event. The article does not mention debris or refer to any kind of foreign body reaction associated with wear.